Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The following causes are inferred based on the result of the investigation: due to the age of the device, it is likely the lock of the video connector receiver was worn due to long term use, resulting in a failure and that the failure of the lock prevented the video processor from correctly transmitting the image of the scope, causing the image failure.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found that the mechanical lock on the video connector socket did not secure any paddles or camera heads. All paddles were found loose and disconnected when slightly manipulated, resulting in noise or loss of image.

Event description:
A user facility reported to olympus that the latch was broken and the cable would not stay in place. In addition, the image was distorted. There was no patient injury or harm, associated with the problem, reported to olympus.